Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. It was reported that the there was a proximal type I endoleak after stent graft implant. The aortic neck was long, conical and angulated with calcium. The physician re-ballooned and the endoleak persisted. Physician opted to use a palmaz stent due to calcium. The endoleak decreased but was still persistent even after ballooning. The patient is being monitored by the physician. The physician stated that the cause of the event due to anatomy; angulation, conical and calcium. No additional clinical sequelae were reported and the patient is fine.